Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion. A technical service consultant reviewed engineering analysis, confirming device power consumption has been increasing over the past year. Device replacement was recommended. The device remains implanted. No adverse patient effects were reported. Several attempts have been made to get additional information regarding device status, physician information, have been unsuccessful.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion. A technical service consultant reviewed engineering analysis, confirming device power consumption has been increasing over the past year. Device replacement was recommended. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. The device is expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion. A technical service consultant reviewed engineering analysis, confirming device power consumption has been increasing over the past year. Device replacement was recommended. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.